Manufacturer narrative:
A fracture of the rv conductors was noted at 2.0cm from the end of the df-1 connector pin consistent with fatigue. This is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. The lead was explanted and replaced without complications. The patient was stable.